Event description:
It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. A triclip was deployed and detached from the septal leaflet resulting in a single leaflet device attachment (slda). It was noted that the heart was off-axis, so views were difficult to obtain, also height presented as a problem so the manipulations were difficult, especially for the orientation maneuvers and therefore the grasping was very difficult. The physician decided not to implant a second clip. Tr was unchanged at grade 4 and the patient was reported to be stable at the end of the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determines that the reported difficult or delayed positioning with leaflet grasping and incomplete coaptation (single leaflet device attachment/slda) appeared to be related a combination of patient conditions and procedural conditions. The reported poor image resolution was due to the image quality. Tricuspid valve insufficiency/ regurgitation (tr), as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unchanged tr appears to be related to the reported slda. There is no indication of a product issue with respect to manufacture, design or labeling.